Manufacturer narrative:
Evaluation summary: specific surgical conditions and techniques are not known. The reamer head could have possibly fractured due to eccentric loading and improper bending during use. The root cause of the fracture was likely due to user error or human factors. The device met print specifications where measured. The reamer head was not returned and could not be used to help identify use history by inspecting wear. Device history records indicate all components were manufactured and inspected to specifications.

Event description:
It is reported that the reamer broke during surgery.